Manufacturer narrative:
The hillrom technician found the brake switch needed to be replaced. Per the hillrom service manual, it is necessary for the envella® air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Make sure that all of the brake/steer pedals operate correctly and that you hear the brake not set alert when you release the brake. Repair or replace the part as applicable. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in november 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed had no audible brake not set alarm when the brake was off. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).